Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, with no alarms observed on the ilet, and was advised to toggle the cgm connection and restart the ilet, allowing time for the cgm to re-pair. No adverse clinical symptoms reported. Outcomes included no reported impact beyond temporary loss of cgm data visibility on the ilet. User support included customer service troubleshooting and user education to re-establish connectivity. Investigation of this case revealed no device alarms and suggested a transient communication disruption between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of wireless connectivity.